Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump became frozen when they attempted to deliver insulin. It was found the customer received a failed battery test alarm when the battery was replaced. It was also reported the customer received a button error alarm after. Customer also reported experiencing a low blood glucose that they were able to treat with food. The customer's blood glucose was 13 mmol/l. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No frozen screen noted. No moisture damage on the electronics or motor noted. Unable to verify failed battery test alarm due to unresponsive buttons. The insulin pump has minor scratched display window and cracked reservoir tube lip.